Event description:
It was reported that, "upon final tightening of screw, the tip of the screwdriver came off and could not be retrieved."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.